Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-33190. It was reported the patient experienced ineffective therapy. In turn, reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.